Manufacturer narrative:
Qn#: (B)(4). The actual sample was not returned; however, the customer provided a photo for evaluation. The photo displayed a small leak in the distal lumen. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by complaint investigation of the customer supplied photo. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "in (B)(6) 2020, the cvc double-lumen catheter was opened for venous access on (B)(6) and one of the lumen was used for routine infusion. The other cavity is conventionally flushed and sealed for use. On september 15th, the patient experienced an increase in body temperature and needed treatment with a variety of drugs for anti-inflammatory support. About 8 hours after the backup cavity was used, a slight leak was found at the catheter. Extubation on (B)(6)." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "in (B)(6) 2020, the cvc double-lumen catheter was opened for venous access on (B)(6), and one of the lumen was used for routine infusion. The other cavity is conventionally flushed and sealed for use. On (B)(6), the patient experienced an increase in body temperature and needed treatment with a variety of drugs for anti-inflammatory support. About 8 hours after the backup cavity was used, a slight leak was found at the catheter. Extubation on (B)(6)." No patient harm was reported. The patient's condition is reported as fine.